Event description:
Customer contacted beckman coulter inc. (Bci) regarding low hemoglobin (hgb) patient results generated by the coulter lh 780 analyzer.a patient sample gave a hgb result of 4.9g/dl. The specimen was redrawn, and retested upon which it gave a hgb result of 6.5g/dl. These results was reported outside of the laboratory. The patient was transferred to a critical care hospital and redrawn and the hospital hgb result was 9.0g/dl. A previous run of this patient's sample gave an hgb result of 9.7g/dl.there was no change to patient treatment.

Manufacturer narrative:
Sample was collected in a microtainer.per customer, erroneous results occured due to a sampling issue. A field service engineer (fse) was on-site and instructed customer on proper manual aspiration technique.qc is run every 8 hours and the unit is currently performing within qc specifications.a clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.